Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle when passing through a tissue. It was a control release needle. There were no adverse patient consequences reported. No additional information was provided.